Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: the kangaroo¿ polyurethane nasogastric feeding tube was leaking water after it was used on a patient in an ICU.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample evaluation could not be conducted since a sample nor photograph was provided for evaluation. Without a sample to evaluate, it is not possible to confirm the reported issue or related it to a manufacturing process. All associated lot documentation was carefully reviewed; no issues or discrepancies were found related to the reported complaint. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing facility will continue to monitor the process, customer complaints and feedback notifications for any adverse trends that require immediate attention. In the case of a repeated issue and/or recurrence, a new investigation for the specific events would be carried out for each case.